Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer reported error alarm (light emitting diode )led failed" occurred. There was no patient involvement.

Manufacturer narrative:
G4:28jan2021, b4:31jan2021. The manufacturer¿s international service technician confirmed the reported issue. Operational check was performed then the reported phenomenon was confirmed. The error log revealed that alarm led failed had occurred, the manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.